Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n128033006, implanted:(B)(6) 2021. Product ID: 8709sc, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient receiving dilaudid (1.0 mg/ml at 0.2797 mg/day) via an implantable pump for unknown indications for use. It was reported that the patient contracted an infection causing catheter and pump to be explanted. There were no external/environmental/patient factors that contributed to the event. No diagnostics/troubleshooting were performed. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient's status at the time of the report was alive - no injury.